Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms. It was reported that the patient was in the hospital for unrelated medical reasons at the time of the out of range measurement. Subsequent measurements were noted to have returned to normal limits. No adverse patient effects were reported. This device remains implanted and in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms. It was reported that the patient was in the hospital for unrelated medical reasons at the time of the out of range measurement. Subsequent measurements were noted to have returned to normal limits. No adverse patient effects were reported. This device remains implanted and in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that pacing impedance measurements increased from 900 to 1,000 ohms at the same time as the high shock impedance measurements. Additionally, review of device data showed intermittent myopotential baseline noise/artifact. The noise was noted to be an expected potential outcome based on the programming of unipolar configuration rv coil to can. Technical services (ts) potential troubleshooting options to consider in the future. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.